Event description:
The mother of a male reported that on 07/27/06 the patient received an e7 (electronic error) on his infusion device. She reported that it was cleared by replacing the power pack. The patient's mother stated that she tested her son's blood glucose at 4am on 07/28/06 and the value was 300 mg/dl. She reported that she attempted to bolus, but the buttons were not responding. She stated that the up and down arrow and check buttons were not responding, however, the menu button was working correctly. The mother reported that after a few minutes, the buttons began to respond and she was able to administer a bolus to reduce his blood glucose values. The patient was asleep at the time and therefore did not note any symptoms associated with the elevated blood glucose. No medical assistance was required. The product was not requested for return.

Manufacturer narrative:
Product not returned for evaluation.